Manufacturer narrative:
The initial reporter facility name is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient therapy initiated at 9:07 and water flow rate (wfr) was 0 l/m in an arctic sun device. Receiving low flow 02 alert. Neonatal pads in place. Patient temperature (pt) was 32.8c, targeted temperature (tt) was 33.5c. Walked through stop therapy disconnect and reconnect. Water flow rate (wfr) was stabilized at 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 16.7c, outlet control temperature (t2) was 16.7c, inlet temperature (t3) was 22.3c, chiller temperature (t4) was 9.1c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 590.3 and pump hours were 555.9. Had disconnect pads again and place in manual control at 35c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 16.5c,, outlet control temperature (t2) was 16.4c, inlet temperature (t3) was 16.2c, chiller temperature (t4) was 5.9c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 50 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Added back pads in manual control and water flow rate (wfr) would not go above 0.5 l/m. Walked through stop therapy, empty pads and disabled manual control. Advised to swap out to a new set of pads. Pad lot number was ngkp2771 and sn (B)(6).

Event description:
It was reported that the patient therapy initiated at 9:07 and water flow rate (wfr) was 0 l/m in an arctic sun device. Receiving low flow 02 alert. Neonatal pads in place. Patient temperature (pt) was 32.8c, targeted temperature (tt) was 33.5c. Walked through stop therapy disconnect and reconnect. Water flow rate (wfr) was stabilized at 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 16.7c, outlet control temperature (t2) was 16.7c, inlet temperature (t3) was 22.3c, chiller temperature (t4) was 9.1c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 590.3 and pump hours were 555.9. Had disconnect pads again and place in manual control at 35c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 16.5c,, outlet control temperature (t2) was 16.4c, inlet temperature (t3) was 16.2c, chiller temperature (t4) was 5.9c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 50 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Added back pads in manual control and water flow rate (wfr) would not go above 0.5 l/m. Walked through stop therapy, empty pads and disabled manual control. Advised to swap out to a new set of pads. Pad lot number was ngkp2771 and sn (B)(6). Per follow up information received via task on 02jul2025, spoke with nurse manager via phone on 02jul2025. It was reported that after the pads were swapped out, the device began to work properly, and no other issues were reported. The patient was able to successfully complete therapy and was unsure that the pads were retained or not. Stated to consult with the representative to see if they were given.

Manufacturer narrative:
The reported issue was confirmed to be manufacturing-related. The root cause of the reported issue is improper cut alignment during manufacturing. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with original foil packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all pad noted no major kinks present. Hydrogel was intact with pad and not separated. No crushed dimples or signs of overlamination in the pad. Cuts were made into the water flow path on an inner edge of the pad. Dimples can be seen on either side of the cut and excess dimples can be seen outside the pad outline, indicating an improperly aligned cut during manufacturing. The pad was tested. Flow rate was unobtainable due to an air leak through the cut made in the water flow path. According to the test method, the flow rate was found to be inadequate for the returned pad. (Acceptable range greater than or equal to 1.0 l/min). The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The initial reporter facility name is (B)(6) hospital. (B)(6). Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.